Event description:
It was reported that the pt experienced a loss of stimulation. X-ray (2007) revealed the lead had migrated down due to excessive torsion of the spine. While awaiting lead revision, the pt allowed the neurostimulator to become completely discharged. The physician was able to recharge the device. The pt underwent lead revision (2008). No pt outcome was reported. It was reported that both the lead migration and over discharge of the neurostimulator occurred as a result of the pt's behavior, and were not a failure of the device.